Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) alerted for an atrial arrhythmia burden. The presenting and stored electrograms (egms) show farfield r-wave oversensing (ffos) resulting in inappropriate atrial tachy response (atr) mode switch. It was also noted high left ventricular (lv) lead threshold measurements were observed with pacing output currently adapted to 5v (volts). It was recommended to consider review of programmed parameters. At this time, the crt-d system remains in service and there was no adverse patient effects reported.